Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on (B)(6) 2017 at night, when the patient reported that on an unknown time prior to the alleged product issue, she developed symptoms of ¿very tired and hungry¿ which she self-treated with food and drink. On the following morning (B)(6) 2017, the patient reported that she obtained alleged readings on the subject meter of ¿14.6, 13.4, 11.4 and 10.6mmol/l¿ on the subject device performed more than 20 minutes of each other. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and stated that she increased her dose of insulin from 32units to 36 units as a result of the alleged results. The patient denied using another device to obtain a blood glucose result. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the results were obtained from the same approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. The test strips however, failed testing. The reported issue was confirmed. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.